Event description:
Pt developed bradycardic rhythm. External pacing attempted. Pacer spikes seen, no capture. External pacing attempted with another lifepak 12. Spikes seen, no capture. Pt was taken to cath lab for temporary pacer placement.

Event description:
Add'l info rec'd from MFR 7/25/02: the devices were returned to the customer.